Event description:
It was reported during a transseptal puncture, damage to the swartz braided transseptal dilator was noted. A medtronic brk needle was inserted into the sheath/dilator. The physician noted the needle would not advance through the dilator smoothly. When the physician pushed the needle a little, the inside of the dilator was damaged. The sheath/dilator was replaced and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
One 8f braided swartz introducer and one 8f transseptal dilator were returned for evaluation along with a small piece of skived material on a piece of clear plastic. The dilator could not be flushed due to a blockage. The distal 1.5 inches of the dilator were removed and cross sectioned open which revealed skived material that balled up during an insertion attempt with a transseptal needle. A guidewire was inserted; however resistance was encountered approx 1.0 inches from the distal end of the dilator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.